Event description:
It was reported that the patient presented for a schedule procedure. At the morning post op for a right atrial leadless pacemaker (alp) an x-ray was performed and confirmed that the device dislodged and was in the hepatic vein. The device was retrieved and explanted successfully. A new alp was not implanted and the patient stayed with the existing right ventricular leadless pacemaker. The patient was in stable condition.

Manufacturer narrative:
Reported event of dislodgement could not be confirmed. Visual inspection noted the inner and outer helix length were within specification. The device history records (DHR) was reviewed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.